Manufacturer narrative:
Engineering evaluation: the event angioedema is already addressed in the labeling. Activation of pre-existing oral lichen planus is not mentioned in the labeling but considered potentially related to the hypersensitivity reaction with angioedema. No corrective or preventive action will be initiated. Adverse events of angioedema (primary event) following treatment with restylane lidocaine have previously been reported. The frequency of post market adverse event reporting is calculated on the estimated number of treatments performed with the restylane range of products. As stated in the instructions for use, the reporting frequency for angioedema is <1/100 000. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 14370. A batch record review for lot 14370 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Pharmacovigilance comment: a causal relation between the events and the treatment with restylane lidocaine seems possible. Angioedema is addressed in the label. Activation of pre-existing oral lichen planus is not mentioned in the labeling but considered potentially related to the hypersensitivity reaction with angioedema. The case is assessed as serious and reportable to competent authority due to the hospitalization and to the intervention required to prevent permanent damage to body function. Distribution comment: the case is assessed as serious and reportable to competent authority due to the hospitalization and to the intervention required to prevent permanent damage to body function. The case was reported to tga and distributed for potential cross-reporting on 10-nov-2016.

Event description:
Case reference number (B)(6) is a spontaneous report sent on 02-nov-2016 by a physician which refers to a female aged (B)(6) years. The patient's medical history included oral lichen planus. Concomitant treatments included endep [amitriptyline hydrochloride], aspirin [acetylsalicylic acid], chlorophyll [chlorophyll] and rosehip oil capsules. Patient has no known history of allergy. Patient has never had treatments with fillers in the past. On (B)(6) 2016, patient received treatment with dysport to forehead, glabellar area, and crow's feet. On (B)(6) 2016, the patient received treatment with 1 ml restylane lidocaine (lot 14370) to the perioral lines and moderate to deep oral commissures with unknown needle and unknown technique. 4 hours later, on (B)(6) 2016, the patient experienced severe angioedema(angioedema) in face and lips. Patient called the reporting physician and was concerned with facial swelling and lip swelling. Patient described possible tongue tingling, no shortness of breath, rash, cough, gastrointestinal symptoms, and difficulty breathing. The physician advised patient to attend emergency for treatment of hypersensitivity reaction. The patient experienced activation of pre-existing oral lichen planus(oral lichen planus). Treatment for the adverse event included adrenalin [epinephrine], hydrocortisone [hydrocortisone], and antihistamines (nos) given at the hospital. The symptoms improved. It was reported that patient spent one night in the hospital as per completed adverse event form. The reporter assessed the case as serious due to hospitalization and due to the medical intervention required to prevent permanent impairment to body function. Patient recovered around (B)(6) 2016. At the time of the report the events were recovered/resolved.